Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software was reloaded and a touch screen calibration was performed. The system was then found to be operating as intended.

Event description:
The customer reported that there was an issue with the system software, and the system would not boot up. There is no report of pt injury associated with this event.